Event description:
Initial reporter indicated to a manufacturing consultant that their (B) (4) handheld computer was freezing on the initial (B) (4) screen. A flashcard reinsertion was performed, but the screen issue did not resolve. Good faith attempts are being made for the product for analysis. The handheld computer contained 7.1 programming software.